Event description:
It was reported that a remote transmission one day post implant showed intermittent loss of capture on the atrial lead. Follow up information received indicated that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.